Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was unable to cross the lesion and its shaft broke in half. No patient complications were reported.